Event description:
The physician, a neuroradiologist, attempted arteriotomy closure of the left "cfa" with the closer tsl 6 fr. Device. Minimal resistance was encountered to inserting the device. Because the access site was the left groin, the physician rotated the device 180 degrees so as to position it for marking. During the rotation, the device cracked at the struts that house the foot. The device was removed and closure achieved with manual compression. The pt recovered without injury.